Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported they had their rechargeable system replaced with a primary cell device because they were visually and hearing impaired. Due to this they had trouble with charging and hearing the recharger beep when it would lose coupling during recharging. When the system was replaced, only the ins was replaced, the leads remained implanted. Following this the consumer completely recovered. No patient symptoms were reported.

Event description:
It was reported the patient¿s ¿programmer did not help the patient because she could not see the remote.¿ it was additionally reported the patient ¿could not hear the recharger if she loses her connection.¿ it was noted the patient was ¿visually impaired¿ and ¿hearing impaired.¿ it was stated that an ¿upgrade¿ to an adaptive stimulation enabled battery was discussed. Additional information stated the patient was ¿still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative.¿ it was noted the patient had an appointment scheduled for (B)(6) 2013. Additional information stated the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013 due to a ¿change in the patient¿s condition.¿ the patient¿s physician reported the ¿device continued to function but no longer able to recharge the device.¿ it was stated the patient required hospitalization due to the event and that they ¿recovered without sequelae.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3 986a, lot# n148351, implanted: (B)(6) 2008, product type lead; product ID 3986a, lot# n125489, implanted: (B)(6) 2008, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).